Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. It is unknown when the reported screw broke. This report is for one unknown screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The reported screw and associated hardware were still indwelling as of the date of this report. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that the patient was implanted on unknown date with unknown synthes construct in the pelvic region. On unknown date it was determined a screw implanted in the patient¿s pelvis is broken. The patient was scheduled to return to surgery on (B)(6) 2016 for removal of the broken screw; however, surgery did not take place on (B)(6) as scheduled. It was reported that surgery is currently not scheduled. No further information is available as of the date of this report. This report is for one unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.